Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 27, 2022 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a malignant intrinsic tumor in the left main stem bronchus during a stent placement procedure performed on (B)(6) 2022. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the physician applied a lot of force to deploy the ultraflex stent. The stent was fully deployed but, a portion of the stent was lodged in the endotracheal (et) tube. The et tube along with the stent were removed completely. The patient was re-intubated and the procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event.